Event description:
This spontaneous report was received on 19-aug-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 20711sg s3, frequency and expiration date unspecified). After three days, while brushing the teeth the toothbrush snapped into half. The consumer threw the toothbrush away. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 03-sep-2012. This closes out this report unless other additional significant information is received.